Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the customer experienced high line pressures while using the centrifugal pump. This same event was previously reported for the fx15 oxygenator used during this case in the MFR # 1124841-2015-00179. No known impact or consequence to the patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations- and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 06/16/2015. The actual sample was not returned for evaluation. Review of the device history record revealed no anomalies. A retention sample from the same product code/lot combination and a sample from lot rp16 were obtained for investigation. The samples were both circulated at 2000 and 3000 rpm's while varying back pressure on a sarn's driver pressure readings were taken at 2,4,6 and 7 l/min flow rates. There were no anomalies found with the components' functionalities. The flow rates were comparable to the IFU flow rate graph. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.